Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01. Annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue ¿failed binary switches - door closed¿ was confirmed. Received on 22-jan-2025 into bd san diego operation's lab. Pca unit was received unboxed and with paperwork. Unit fails binary switches test in asm. Internal inspection revealed a misaligned door lock plate. The lock plate was unable to fully push the door flag, causing the door open/close switch to fail. The lock plate was re assembled, and the unit passed the binary switches test. Misaligned door lock plate. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to on in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed binary switches - door closed. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed binary switches - door closed. There was no patient involvement.